Manufacturer narrative:
Mw5105567.

Event description:
Information was received indicating that both legacy pumps were exhibiting problems. It was reported this pump was exhibiting error 1870. The other pump was alarming ?no disposable and won't run", the end user attached another cassette to this pump and was able to successfully complete infusion no adverse patient effects were reported.